Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high pacing threshold. The lv lead was capped and replaced on (B)(6) 2024. There were no patient consequences.